Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 9/3/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings:.review of the alarm history show the pump had 2 low battery alarms; 6/17/15 @ 15:48 & 6/18/15 @ 10:16. There is no indication of a battery change; an replace battery alarm occured on 6/23/15 @ 14:12. Battery cap returned w/ pump; damaged; not used to perform investigation. Removal slot is damaged/stripped difficult to attach/remove. Investigation note: pump was run on a 24 hour program for 3 days using a test cap; unable to duplicate complaint of no power. Pump opened; inspection of power circuit shows no defects or moisture found.